Event description:
(B)(4). Same case as: 2134265-2012-05502, 2134265-2012-05504, 2134265-2012-05503, and 2134265-2012-05506 same patient as: 2134265-2012-04181, 2134265-2012-04169, 2134265-2012-03997, 2134265-2012-03998, 2134265-2012-04412, 2134265-2012-04411. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and coronary artery disease. Two unknown size taxus stents were placed in the first diagonal in (B)(4) 2008. In (B)(4) 2012, the patient presented to the emergency department with recurrent angina and was hospitalized. Cardiac catheterization revealed severe in-stent restenosis of the previously placed taxus stents in the proximal and distal segment of the svg to 1st diagonal deployed in (B)(4) 2008 and previously placed 3 taxus liberte stents in the proximal, mid and distal segment of the svg to 1st diagonal, deployed in (B)(6) 2010. A redo bypass of the proximal lad with left internal mammary using robotic assistance via left anterior mini-thoracotomy without the use of cardiopulmonary bypass, interrogation of bypass graft with mediastinum transit time flow measurement device was performed. The event was considered resolved without residual effects and the patient was discharged aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).